Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - since neither additional data, nor expertise files could be retrieved, no further investigation could be performed. - therefore, the case is closed as it is. The complaint will be reopened if new relevant information is subsequently provided.

Event description:
Reportedly, during a patient follow-up, the device could not be interrogated despite a short distance between the cpr3h and the patient.